Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, an inappropriate antitachycardia pacing therapy for supraventricular tachycardia was observed. Recommended programming changes will be made during patient's next in-clinic visit. Patient will continue to be monitored.